Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture/corrosion in it. There was no indication of battery cap damage; however, the battery cap was replaced approximately 7 to 12 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a power on reset event was associated with clearing a 128 replace battery alarm and a battery change was observed in the black box on 05/18/2015. There was no evidence of an "intermittent power" condition observed in the black box. During evaluation, the pump was powered on with the returned battery cap. The battery cap was unable to tightly secure to the pump. The battery cap height and width measurements were within specifications. The battery compartment was found to be cracked from the thread area to the case seal. There was evidence of moisture contamination found inside the battery compartment. The battery compartment was found to be leaking at the compartment crack during a leak test. The pump was exercised for 24 hours with no rebooting, loss of power or call service alarms duplicated. The pump case was removed; there was no evidence of additional moisture or loose components found inside the pump. The "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.